Event description:
According to the reporter, during an open wedge resection of the right lung procedure, the device did not fire and had a poor staple formation, the middle distal part did not fired completely and it partially opened, and the blood oozed out from it. Also there was an incomplete staple line, they over sewed it to resolve the issue. A surgical intervention was needed to prevent a permanent impairment of a function. There was tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was received with a full complement of staples and an engaged interlock. The sulu was reset and loaded into a returned stapler. The staple line formed properly in the test media and the knife cut completely and cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, patient status: stable.